Manufacturer narrative:
H3, h6: part number and lot number were not provided. Product was not available. Due to unavailability, evaluation was limited. If further information becomes available the complaint may be revisited. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. Instruction for use for this product family contains precautionary statements and recommendations for proper use. In addition, there was no evidence to suggest that product did not pass requirements upon release for use. Complaint history review for three years prior indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number provided. There is no identifying patient information or supporting relevant clinical documentation provided. Therefore, a clinical assessment is unable to be performed at this time. Various failure modes are identified for post operative conditions such as failed repair which may cause pain. Due to limited information, exact failure mode cannot be identified.

Event description:
It was reported that after ac joint reconstruction where an endobutton was used, the patient complained of shoulder pain at the final follow-up that was associated with ac joint arthrosis and responded to a steroid injection. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.